Event description:
It was reported that a user experienced a sensor error and pairing failure after placing a new freestyle libre 3+ sensor, with the pump displaying glucose unavailable until a guided restart was performed, after which the device reconnected and completed warm-up. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included successful restoration of sensor connectivity and continued therapy without alerts or alarms. User support included remote troubleshooting and user education, including device reboot and guidance to re-scan the sensor if errors recurred. Investigation of this case revealed that the device resumed normal function following restart, indicating a temporary pairing or bluetooth connectivity issue that resolved with a system reboot. It was concluded, based on previously established findings for similar reports, that the cause was user-level correction of a transient connectivity malfunction.